Event description:
It was reported that the customer woke up with elevated blood glucose levels (300 mg/dl). Troubleshooting was performed and pump passed delivery system check. Reportedly, customer forgot to bolus the night before after eating dinner. Customer delivered a correction bolus to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.